Event description:
It was reported that during surgery the t8 linear driver shaft w/ ao qc tip broke off. The piece was collected with a hemostat. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during open reduction internal fixation of a ankle the t8 linear driver shaft w/ ao qc tip broke off. The piece was collected with a hemostat. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured along the tip of the device, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that the undated, unlabeled photo of the explant confirmed the reported breakage. However, the photo alone does not contribute to the clinical/medical investigation of the clinical root cause of the reported breakage. Per case details, the broken piece was retrieved from the patient. The procedure was completed using a s+n back-up device without delay. No patient harm or further complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. Additional information: d3 and d8/d9